Manufacturer narrative:
A ge service representative performed an on site investigation. The b355 and b356 boards were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fse reported that the system would not make an exposure. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.